Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal will not close the following information was received by the initial reporter with the following verbatim: this is a complaint about the temporary lid won't close during use.

Manufacturer narrative:
Imdrf codes must be updated.

Event description:
Imdrf codes must be updated